Event description:
A patient reported blood glucose results of 239 mg/dl, 148 mg/dl and 149 mg/dl with a lifescan meter, performed within 2 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, however, the pt used incorrect testing technique when applying blood to the test strips and the puncture area was cleaned incorrectly prior to testing. The patient performed a blood glucose test two days prior to comparison and obtained a result of 123 mg/dl. The customer service rep walked the patient through two consecutive contgrol solution tests and both results fell outside the specified range. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Meter and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.